Event description:
Balloon burst during use. Details as provided by cardiovascular specialist based on information she acquired from talking to surgeon, anesthesiologist, rnfa, and perfusionist. Balloon was inflated with 30cc of sterile saline by rnfa, resulting in a balloon pressure of 359 at start of cross clamp. Surgeon repaired mitral valve. A mitral valve prosthetic was implanted on a previous case. However, there was a leak on the right side of the ring. Therefore, the surgeon placed a suture on the right side. Next, he repaired the tricuspid valve and affixed a ring on the annulus with suture. While trying to deliver the antegrade cardioplegia, surgeon said that he wasn't getting any antegrade in the aortic root. During this time, the surgeon completed closure of the septum. The perfusionist notified surgeon that the balloon pressure dropped to 10 suddenly. Next, the anesthesiologist said that the aortic root pressure had increased over the past 5-10 minutes. Next, the surgeon asked the anesthesiologist to look at the aortic root to determine the location of the balloon. The anesthesiologist and the surgeon did not locate the balloon on tee. The surgeon decided to remove the balloon. Under his instruction, the rnfa pulled back on the balloon syringe to deflate the balloon. Instead of saline, blood was aspirated. Surgeon removed the balloon from the endoreturn arterial cannula. Upon investigation, a large tear/rupture was seen in the balloon. The case was completed with the patient fibrillating. Confirmed with surgeon's office that there was no injury to the patient. After the incident I (cardiovascular specialist) spoke with the perfusionist to determine if he added volume to the balloon throughout the case. He said that he added volume in the amount of 1-2cc to the balloon several times in order to keep the balloon pressure above 300. He said that he probably added 15cc of fluid throughout the case.

Manufacturer narrative:
Device not returned.